Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy cable assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. Physio further evaluated the removed therapy cable assembly in the failure analysis center.  It was observed that two pin inserts did not have very good pin retention.  The poor retention will lead to a poor connection with the corresponding connector pin and lead to an intermittent connection recognition.

Event description:
The customer initially reported to physio-control that their device did not deliver a defibrillation shock during a synchronized cardioversion procedure. The device was in sync mode when this issue occurred. The customer indicated that they were unsure of the delay between this device and the backup device, nor did they have any additional details available of the patient event. There was no report of any adverse effects caused to the patient during the reported event. The customer did indicate that the device could reportedly deliver therapy otherwise. Additionally, during a device evaluation, physio-control observed that the defibrillation therapy cable was only intermittently recognized by the device.